Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant high pacing lead impedance and loss of capture were observed. The lead was not implanted was replaced.